Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet observed hyperglycemia with a highest blood glucose of 246 mg/dl while levels were trending down and was advised that the system requires an adaptation period to learn glucose patterns. Symptoms included hyperglycemia without reports of loss of consciousness, dizziness, diabetic ketoacidosis, or other adverse clinical effects. Outcomes included no need for professional medical intervention, no alarms or alerts, no device suspension, no back-up therapy use, and no ketone testing. Investigation included troubleshooting and user education regarding normal ilet learning behavior and monitoring. Investigation of this case revealed no device malfunction or alarm activity and that the event was consistent with expected early-use adaptation of the ilet. It was concluded, based on previously established findings for similar reports, that the cause was unclear.